Event description:
Boston scientific received info that following the implant procedure after the pt was discharged to go home, the pt presented to the emergency room. The right ventricular lead threshold measurements were close to 3 volts and loss of capture was suspected. The pt has 2:1 heart block, but a slow underlying rhythm. The pt was scheduled for a lead revision and upon preparation for the procedure, the pt passed away. The cause of death was declared as respiratory arrest. The product is not expected to be returned for analysis. As no further info concerning this report is expected, or investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was note returned for analysis. The review of the quality documents confirmed a regular device mfg.